Manufacturer narrative:
Date sent to FDA: 06/18/2019. Additional narrative: it was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that following the procedure the patient experienced scarring, adhesions and went on revision surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.